Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had observed champaign air bubbles around the luer lock. The customer could not recall further details about the event and did not remember if the blood glucose level was impacted. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.